Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The balloon protector cap was not returned. There was no damage noted to the catheter. Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the reported information indicates the cap was removed prior to the vacuum being applied and the dfu states: ¿a constant vacuum must be maintained on the balloon prior to removal of the balloon protector cap." (B)(4).

Event description:
It was reported that the tip of the catheter detached. A 10 x 3.50 flextome cb monorail was selected for a percutaneous coronary intervention procedure. During preparation, the user was unable to remove the balloon protector. Upon attempt to remove the protector, it was noted that the distal tip became detached. The procedure was completed with a different device. There were no patient complications reported and the patients condition is good.

Event description:
It was reported that the tip of the catheter detached. A 10 x 3.50 flextome cb monorail was selected for a percutaneous coronary intervention procedure. During preparation, the user was unable to remove the balloon protector. Upon attempt to remove the protector, it was noted that the distal tip became detached. The procedure was completed with a different device. There were no patient complications reported and the patients condition is good.